Event description:
The tech had sheathed the stabbing needle in the blue catheter and laid it on the table after use of the needle. The physician laid his hand down on the table and the needle poked him. Needle was used in a patient with (B)(6). User stated this was not the fault of the device.

Manufacturer narrative:
Lot # unknown as not provided by reporter. Expiration - unknown as lot is unknown. (B)(4). MFR date unknown as lot is unknown. Event evaluation: still under investigation.